Event description:
The event is reported as: the customer alleges that when an attempt was made to thread the catheter through the needle; there was some resistance. No report of a pt injury or harm.

Manufacturer narrative:
The customer returned one epidural needle with stylet not inserted. Returned epidural needle was visually examined with and without magnification. Visual examination of the returned needle revealed that the needle hub appears to have a blockage in the needle hub where the cannula is attached, (B)(4). The blockage appears to be adhesive material. No other defects or anomalies were observed. Functional testing was performed by attempting to thread a lab inventory epidural catheter ((B)(4)) through the returned needle. The catheter will not thread past the blockage in the needle hub. A device history record review was performed on the needle and catheter with no findings relevant to this complaint. The reported complaint of difficulty threading the epidural catheter through the epidural needle was confirmed based on visual examination and functional testing of the returned sample. Visual examination of the cannula and a lab inventory catheter could not be thread through the needle hub. The blockage appeared to be a result of adhesive residue. This needle is an assembled part. Therefore, the potential cause of this complaint is mfg related. (B)(4) has been initiated to further investigate this complaint issue.